Event description:
This lead was removed and replaced on (B)(6) 2010, because the pt was complaining of chest pains, and during the review of the CT scan it was found that there appeared to be a micro perforation. The hosp retained this device. Should additional info become available this file will be updated.